Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deep cut in the ultrasound probe could not be determined, however, the issue was likely the result of a user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, the oer elite will not complete cycle due to d1 connection error from oer elite to scope axillary port. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ultrasound probe is cut. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were not confirmed. The device evaluation found; biopsy channel is leaking at connecting cover, bending rubber glue is cracked, insertion tube has a deep scratch, olympus name plate is missing, and angulation has excessive play. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.